Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which stated that the aortic regurgitation was moderate. It was reported that the patient developed progressive shortness of breath on exertion prior to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
D6a: year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a re-do aortic valve replacement (avr) was performed approximately 4 years post implant of a 21mm avalus valve due to aortic regurgitation. The valve was explanted without complication and replaced with another biological aortic valve of a different manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
D: 6a- implanted date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored showing evidence of blood contact. The sewing ring appears to have been cut and/or torn during the explant exposing part of the stent. Remnants of two pledgets remain attached to the existing sewing ring on the inflow adjacent to leaflets 1 and 2. A remnant of a green multifilament suture remains attached to the sewing ring on the outflow adjacent to leaflet. All leaflets are slightly stiff but flexible. Traces of coagulated blood are noted on the outflow of leaflets 1 and 3. A large tear and/or abrasion through the free margin to the belly of leaflet 2 appears indicative of contact with a possible long suture tail. The area of the sewing ring where the long suture tail may have been located appears to have been removed. All commissures and posts appeared intact. All leaflets are in the closed position. Remnants of glistening off-white pannus line the tissue and base stitching adjacent to all cusps, extending to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 5 mm onto all cusps significantly reducing inflow orifice area. Remnants of pannus along the existing sewing ring on the outflow, extend to the backs and tops of all stent posts, to the outflow rail adjacent to leaflets 1 and 3. An unknown number of pannus may have been removed during explant on the inflow and outflow. Radiography showed no evidence of calcification in the valve and/or host tissue. D9: updated. H3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.